Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the lead integrity alert (lia) triggered due to short interval counts (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).